Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the patient that the lead was fractured.

Event description:
It was later reported by the patient that the patient had anxiety and was traumatized by the therapy delivery.

Event description:
It was reported that the patient experienced inappropriate therapy due to the right ventricular lead oversensing. It was also noted there may have been a device header or setscrew problem causing the oversensing. The lead was capped and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).